Manufacturer narrative:
(B)(4). Only event day and year known: (B)(6) 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
After firing the device the bracket expulsion was not succeed completely. The brackets were not form completely. No harm to the patient.

Manufacturer narrative:
(B)(4). Batch # p5774r. Device evaluation: the analysis found that one plee45a device was returned with no apparent damage and with two gst45b partially fired cartridges reloads present. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.